Manufacturer narrative:
The customer returned coaguchek xs softclix lancing device without any lancets for investigation. The device was tested with retention lancets at all different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device was disassembled for investigation, but no abnormal attributes were found which could verify the customer allegation. The lancing device worked in accordance with specifications. As no customer lancets were received and no lot number of the lancets is available, no further investigation is possible. All product batches of the roche diabetes care gmbh are controlled with regard to the quality requirements of the product prior to delivery. If all quality requirements are fulfilled in the quality control process, goods are released and ready for delivery. The failure could not be confirmed during investigation. No malfunction or defect was observed during testing.

Manufacturer narrative:
Occupation is lay user/patient the lancet device was requested for investigation.

Event description:
The initial reporter complained of an issue with the coaguchek xs softclix lancet device. The customer alleged a properly seated lancet was protruding from the end cap of the device. The lancet was protruding from the device prior to firing it.